Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device implant, the stylet could not be inserted into the lead. A guidewire was used to place the lead and the event was resolved with no adverse consequences to the patient.